Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 28-jun-2021, it was reported that patient's two infusion sets pulled out of the body because his pump fell off due to clip worn off. The patient's pump was clipped on his belt, however the clip worn off and could not hold the pump when the patient stood up. The site location was left side of stomach and the pump was clipped on his belt. Reportedly, there was stress or pull on the tubing and the pump was dropped with the set connected to patient's body. No further information available.